Event description:
It was reported that this right atrial (ra) lead was repositioned due to loss of slack after implantation. This lead remains in service. No additional adverse patient effects were reported.